Event description:
It was reported that the device continuously stopped compressions for battery related reasons. Issue could not be duplicated using other batteries. Archive file indicates that there errors occurred on (B)(6) 2011, (B)(6) 2012 and (B)(6) 2012. Event 1, (B)(6)2011, MFR report: 3003793491-2013-00077. Event 2, (B)(6) 2012, MFR report: 3003793491-2013-00078. Event 3, (B)(6) 2012, MFR report: 3003793491-2013-00079. It was also reported that the platform indicated user advisory 02 (compression tracking error), user advisory 27 (encoder fault (>300rpm) and user advisory 45 (not at "home" position after power-on/reset). Autopulse platform, MFR report # 3003793491-2013-00264. No adverse event reported.

Manufacturer narrative:
Reported complaint was confirmed. User advisory 02 (compression tracking error), user advisory 27 (encoder fault (>300rpm) and user advisory 45 (not at "home" position after power-on/reset) were indicated during the first compression. User advisory 2 typically occurs when the pt is misaligned on the platform. User advisory 27 indicates that the encoder is fault and user advisory 45 occurs when the motor's shaft has not reached the home position. Encoder was replaced and the shaft was twisted back to the home position. Platform passed final test. No adverse event reported.